Manufacturer narrative:
(B)(4). The device has been requested to be returned to baxter for evaluation but availability of the device is currently unknown. Upon completion of the evaluation, or should additional information become available, a follow up report will be submitted. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A (B)(6) facility nurse reported a female patient experienced a procard error alarm related to the use of the procard in a homechoice (hc) with 10.4 software. The event initially occurred on the weekend. On monday, the patient was seen in the clinic. The facility nurse confirmed the prescribed pd program. The procard was returned to the patient. The following day (tuesday) the patient returned to the clinic with the same issue. The patient was admitted due to raised potassium (k+) level. The facility inserted the procard into the hc and the total volume reflected 450 mls. Therapy time 8:00 fill volume 250 ml; last fill 0 ml; cycle 1 ; dwell time 7.25. The facility nurse provided the patient with a new procard which was tested on another hc device (not a 10.4) to ensure it functioned correctly. The patient inserted the new procard into her hc noting a total volume of 450 mls and the device did not function. Additional information received on (B)(4) 2011 indicates: reportedly, the patient was unable to dialyze for four nights (friday (B)(6) through tuesday daytime). The patient was admitted on (B)(6) 2011 with a potassium level of 6.6mmol/l (normal range 3.5-5.1). On the first night of admission, the patient was treated with continuous ambulatory peritoneal dialysis (capd) twelve hourly with 8 cycles, each 2l fills. Two 5l bags of dianeal pd4 2.27%, two 5l bags of 1.36% pd4 and a final 1.5l fill of extraneal. The second night, the patient received her normal regime of 8 cycles, seven 2l fills using one 5l bag dianeal pd4 2.27 and two 5l bags 1.36% pd4. Final fill 1.5l extraneal. The potassium level decreased to 6.4 the following day. At the time of discharge the potassium level was 6 mmol/l. The patient was asymptomatic on admission. The patient status at the time of discharge was good.

Manufacturer narrative:
(B)(4). A home patient (hp) reported the prescription values on the pro card were not values that they were experiencing when programming the homechoice (hc) cycler from the pro card. The clinician initially checked the initial prescription parameters and confirmed them to be correct. The hp then used the pro card at home with their hc cycler. After the hp was admitted for raised k+, the clinician checked the pro card again in the clinic's hc cycler. They observed that the parameters now programmed onto the clinic hc cycler were unexpected values and that the hp also observed these unexpected values at home on their own hc cycler. The clinician gave the hp a new pro card, which was tested in a clinic hc cycler to ensure correct programming. When the hp used the pro card at home, the programmed therapy displayed the incorrect therapy. Both the hp's pro card and the hp's hc cycler were requested by baxter for failure analysis investigation. The pro card was received for evaluation; the hp's hc cycler was not available for evaluation. Evaluation of the pro card revealed it had the hp's original correct prescription file (rx_file) from the clinic loaded onto it. Continued evaluation revealed that the correct prescription had been successfully programmed onto the hp's hc cycler. However, the hc cycler's programming was subsequently changed manually. The manual change to the hc cycler was then written back to the pro card as a "config" file. When the pro card was examined at the clinic, the new config file was written to the clinic hc cycler. It is normal function for the latest config file to be written to the hc cycler. Based on the pro card config file values, it is suspected that the hc cycler may have reverted back to its default program prescription values, which the user then modified to allow for a hc cycler therapy to be performed. Without the cycler being returned, the cause of the manual change to the hc cycler's programming is unknown. No issues were identified that may have contributed to the reported difficulty of card reader error alarm. A review of the device history record revealed the device passed both test homechoice final test and calibration and homechoice electrical safety test prior to its release from the tampa bay facility. No issues were identified that may have contributed to the reported difficulty of card reader error alarm. A review of the service history for this device related no previous service events were related to card reader issues or failures.